Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. A valiant navion stent graft was then implanted 66 months later. It was reported that during the thoracic procedure a type ia endoleak was noted on the previously implanted endurant bifurcate stent graft. An endurant cuff with bilateral renal snorkels was implanted on the same date to resolve the endoleak. As per the physician, the cause of the event was migration and neck dilation. No additional clinical sequelae were reported and the patient is fine.